Manufacturer narrative:
Age at time of event; corrected data: additional information was received which indicates the patient's date of birth was inadvertently reported incorrectly on the initial report.

Event description:
On (B)(6) 2014 it was reported that the patient¿s date of birth is incorrect. The physician noted that the diagnostics were within normal limits. The physician believes the increase in seizures is due to the battery nearing end of service. The only intervention taken was to replace the generator and it was not done to preclude a serious injury. The increase in seizures was not above pre-vns baseline levels but it was also noted that it wasn¿t an increase in seizures; it was a change in seizure type. No causal or contributory programming changes, medication changes, or other external factors precede the event. The patient underwent generator replacement on (B)(6) 2014. The explanted generator has not been returned for product analysis to date.

Event description:
On (B)(6) 2014 the explanted generator was received for product analysis. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.726 volts, shows an ifi=yes condition. A battery life calculation resulted in 0.6 years remaining before the near-end-of-service (neos) flag would be set to a neos=yes condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient has had an increase in seizures over the last month. The patient was referred for generator replacement. It was noted that the patient was previously at ifi=yes. Good faith attempts for further information have been unsuccessful. Although surgery is likely, it has not occurred to date.